Event description:
The user facility reported a 58yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that a pump stop occurred. The pump was replaced.

Manufacturer narrative:
The investigation into the pump stop has been completed. The returned pump was visually inspected and biomaterial was observed in the outflow. The cause of the pump stop was biomaterial. Instructions for use related to the pump stop: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.